Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section d6a: if implanted; give date: the intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was inserted in the patient's operative eye and removed during the same procedure due to a defective lens. The patient fully recovered, and there was no enlargement of the incision, no sutures required, no vitrectomy performed, and no delay in the procedure. The instructions for use were followed. The lens was discarded. No other information was provided.